Manufacturer narrative:
(B)(4). The customer did not provide patient demographics such as age, date of birth, gender, and weight. Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported vent inop (inoperable) alarms while using the vela ventilator. The customer reported the power supply voltage was too low and reported sometimes turning on and off will eliminate the vent inop alarm. The customer reported the suspect device was being used on a dog. The issue occurred during patient use, there is no allegation of patient harm associated with the event.